Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the balloon area of the foley catheter during pretest.

Event description:
It was reported that water leaked from the balloon area of the foley catheter during pretest.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Although an exact root cause could not be determined a potential root cause could be stylet puncture during use and lumen compromised by a puncture or cut. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review was not required as labelling would not have prevented the reported event. The actual/suspected device was inspected.